Event description:
Information received a smiths medical cadd pump was being implemented ,while a death occurred. The report was generated by a doctor and nurses after family of patient had privately coordinated care with family discussing end of life wished for their mother (who was nearing end of life) . The doctor in turn contacted police. Police are requesting the pumps event history log and requisitioned the pump. Reported an autopsy will be done. No further information on drug infused or malfunction if any occurred, verses tampering with dosages by user.